Manufacturer narrative:
A2 - change date of birth because it was listed as the explant date. B5 - changed description of event or problem. E3 - changed occupation to match the contact person; e4 - changed initial report sent to FDA per f11.

Event description:
Pt admitted to have three finger joint prosthesis replaced due to fracture of same. Additionally, she had a marked deformity of the metacarpal phalangeal joint of the thumb and a fixed flexion deformity at 90% of the pip joint of the little finger.